Event description:
This serious, spontaneous case report was received from a pharmacist via the distributor in (B)(6). The patient, a (B)(6)-year-old male, experienced inadequate control of diabetes a few days after receiving the first injection of euflexxa (1% sodium hyaluronate) for arthritis of the knee. The patient complained about the occurrence of inadequate control of his diabetes a few days after the first injection of hyaluronate sodium 1% for the indication of knee pain due to arthritis. Batch number and date of expiry were not specified at the time of the report. Mid-(B)(6) 2014, the patient received a first injection of hyaluronate sodium 1%, euflexxa) for the indication of osteoarthritic knee pain (knee side not specified). A few days later in (B)(6) 2014, he presented an inadequate control of diabetes with a peak of his blood glucose level to 3 g/l requiring hospitalization in a diabetology unit. The pharmacist stated that, according to the patient, his imbalanced diabetes appeared without any changes in his previous treatment or his dietary habits. No other cause was identified. Patient medical history was significant for diabetes mellitus non-insulin-dependent, knee arthritis and arrhythmia nos. Concomitant drugs included long term therapy with gliclazide tablets (diamicron 60 mg), metformin, sitagliptin tablets (januvia 5mg), amlodipine capsules, metoprolol and flecainide capsules (flecainide lp). The daily dosage, frequency of administration, indication for use and initiation dates were not specified. Action taken: discontinuation of euflexxa treatment after the first injection. Patient was hospitalized to control the glycemia level. Outcome: at the time of the report, normalization of glycemia level, recovered. No further case details provided. Further information was requested.

Manufacturer narrative:
.